Event description:
Olympus received a voluntary medwatch report regarding the evis exera iii gastrointestinal videoscope, stating the user facility had been notified by the state of an e.coli patient that was housed inpatient. Upon notification, chart review at the user facility was initiated to determine possible causes. During said chart review, it was found that two scopes were used on multiple patients that had been confirmed to have ndm e. Coli. Both scopes have been sequestered for examination. The facility has been contacted multiple times to clarify the event and patients, but no response has been received. Six mdrs are required for this event, as multiple scopes and multiple patients were involved: patient identifier (B)(6) is for patient 1 (42 year old female) for gif-hq190/ (B)(6). Patient identifier (B)(6) is for patient 2 (unknown patient) for gif-hq190/ (B)(6). Patient identifier (B)(6) is for patient 3 (unknown patient) for gif-hq190/ (B)(6). Patient identifier (B)(6) is for patient 1 (42 year old female) for gif-hq190 / (B)(6). Patient identifier (B)(6) is for patient 2 (unknown patient) for gif-hq190 / (B)(6). Patient identifier (B)(6) is for patient 3 (unknown patient) for gif-hq190 / (B)(6). This report is for patient identifier (B)(6).

Manufacturer narrative:
A3: gender of female was inadvertently selected and cannot be unselected. The gender for this patient is unknown. This report was submitted by the importer under the importer's report number:(B)(4). The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture, the patient infection, and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user, however, the device was not returned to olympus preventing further analysis. No further information was provided by the customer. The root cause cannot be identified. The instructions for use (IFU) warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.